Manufacturer narrative:
Medwtach fields d1-d4, g1, and g4 were updated. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the reagent probes and gear pump head, performed adjustments, replaced the solenoid valve assemblies, cleaned the vacuum tanks, replaced the lamp and cuvettes, and performed checks and tests with acceptable results. The na electrode was replaced, and qc passed afterward. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas 6000 c (501) module. Patient (B)(6): the initial result was 189 mmol/l. The repeated result was 156 mmol/l. Patient (B)(6): the initial result was 148 mmol/l. The repeated result was 139 mmol/l. Patient (B)(6): the initial result was 228 mmol/l. The repeated result was 140 mmol/l. The repeated results were believed to be correct.